Event description:
Additional information received reported that the patient underwent device surgical repositioning. The pump was moved higher up to meet the left 12th rib in the left upper quadrant. As of (B)(4) 2012 the patient outcome was "resolved without sequelae". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had lost a significant amount of weight and had developed a large loose panniculus. The pump was flipping forward in the panniculus and was causing discomfort in addition to being difficult to fill. The patient was frequently hitting the pump on things which would cause her pain to flare. The patient stated that at the moment the pump pocket was causing her more pain than her chronic pain. The patient had met with the doctor on (B)(6) 2012 and the doctor wanted to move the pump from the patient's left lower abdomen to either the right or left upper buttock. The doctor also had provided another option to remove the pump. The patient was to decide at her next refill appointment how to proceed. The pump was replaced on (B)(6) 2012 due to normal end of life (eol) (please refer to manufacturer report # 3007566237-2013-00392). During the replacement procedure, the pump was moved from the lower left abdomen to a higher location in the left abdomen. It was also noted that several dose changes had been made from (B)(6) 2006 to the date of replacement, (B)(6) 2012. The dose changes were made to improve the patient's pain control. The patient had admitted to side effects, increased pain, poor pain control, urinary difficulties, edema, pain at the pocket site, constipation, nausea, vomiting, excessive drowsiness and excessive sweating.

Event description:
Additional information received reported that "these were normal narcotic side effects on drug labeling", and that there were no other complaints or issues.

Event description:
It was reported that the patient was experiencing pain at the pump pocket site. The patient had lost weight, causing loose tissue surrounding pump pocket. Due to the loose pump, the patient was "frequently hitting the pump on things which causes pain". A possible pump revision was anticipated. The medication in the pump was hydromorphone and bupivicaine.

Manufacturer narrative:
Product ID 8703w, lot# l47427, implanted: 1997-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).